Event description:
It was reported that the zimmer skin graft mesher gears on both cutters and mesher are worn and need replaced. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 3 years old and was last returned to the manufacturer for repair on (B)(4) 2012. The reporter is a cadaver tissue bank which experiences heavy usage of devices. Calibration prior to repair could not be determined due to damage to the roller gear. Observation of the device determined that the side plate, roller and comb were also damaged. The device was repaired by replacing the roller gear, roller, worn bearings, side plates, ratchet gear, sliding pin and lubricating the ratchet assembly. The gears were replaced on the two cutters that were returned with the unit. However, after repairing the gears on the cutters, they did not meet zimmer mesh test acceptable criteria. These cutters were determined to be damaged and non-repairable. Improper handling most likely caused the damage to the roller and cutter gears which most likely caused the customer's event. The device was serviced and returned to the customer.